Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated to 18 mm; however, the balloon burst before being deflated. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.